Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-04161. It was reported that the patient experienced numbness in her right leg following a trial drg implant on (B)(6) 2018. The physician decided to take the patient back to the or later the same day where the lead was repositioned which resolved the numbness. However, incontinence and the numbness returned the next day. The patient was instructed to turn off the right lead without success. As a result, the patient underwent surgical intervention wherein the drg trial leads were explanted. Both trial leads are being reported as its unknown which contributed to the event.